Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the right profunda femoris artery using a ruby coil, a non-penumbra microcatheter, a non-penumbra angled catheter and microguidewire. During the procedure, while advancing the distal tip of the ruby coil out of the microcatheter and in the target location, the physician experienced resistance. It was reported that the ruby coil would not take its intended shape. The physician manipulated the microcatheter and catheter to troubleshoot; however, the ruby coil still would not take its intended shape. During manipulation, the physician kinked the pusher assembly of the ruby coil, and the ruby coil unintentionally detached inside the microcatheter. Therefore, the physician removed the microcatheter containing the detached ruby coil, and the ruby coil was flushed out on the back table. The procedure was completed using a new penumbra coil, the same microcatheter and the same angled catheter. There was no report of an adverse effect to the patient.